Manufacturer narrative:
Analysis could not confirm the customer's comments that there was no output as the external pulse generator (epg) passed all incoming functional and bench tests. No errors were found in the logs. However, the hanger assembly was cracked. The lower case was broken at boss. The main seal was damaged the display wire insulation was pinched but the wire insulation was not compromised. One case screw was contaminated. The output connector assembly was replaced preventatively. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output. There was no patient involvement.